Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is ongoing; no conclusion could be drawn.

Event description:
During a procedure, the awl broke into two pieces. The cutting portion of the awl became embedded inside the pt's trochanter. The surgeon attempted removal of the broken portion by using extraction pliers and then used a drill bit to drill away the surrounding bone. The broken portion of the awl was removed and the nail was implanted, completing the procedure.